Event description:
It was reported that during an unknown procedure, the device did not work as intended. It is unknown how the case was completed. No patient consequence was reported.

Manufacturer narrative:
Evaluation summary: the analysis results found that the ld111 instrument was received with the iris valve torn. A potential cause of the damage found is the contact of a sharp object with the instrument. Therefore, the instructions for use state: "do not allow sharp instruments such as forceps to come in contact with the silicone rubber sleeves as puncture or tearing may occur." And "do not lay surgical instruments on the lap disc or allow metal or sharp surgical instruments to come in contact with the lap disc as this may weaken or damage the flexible silicone membranes." We have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted. The batch record was reviewed and no anomalies were noted during the manufacturing process.